Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2006, the lay reporter contacted lifescan (lfs) alleging that the lay pt's one touch ultra meter was displaying the apply sample message. The medical affairs specialist (mas) sent a letter to the pt because the phone number provided was a fax phone line. The following info was provided during the initial call to lfs. The pt was unable to obtain a result on the reported product for an unk period of time. The pt became "stiff and couldn't speak". The pt was taken by ambulance to the hosp on the event date. A result of 54 mg/dl was obtained on a hosp meter. The pt was treated with oral glucose on the same day, at 3:00 am. No info was provided regarding the pt's diabetes treatment regimen. The customer care advocate (cca) verified that the pt used correct testing technique. The blood sample drew into the test strip. The cca was unable to walk the reporter through retesting because the pt did not have a new vial of test strips. The meter, control solultion, and test strips were replaced. This complaint is reported because the pt was unable to obtain a reading on the lfs product. The pt experienced symptoms and a low blood glucose reading was obtained on a hosp meter. The pt was treated with oral glucose.